Manufacturer narrative:
With the guidance of ge healthcare technical support, the biomedical engineer performed a checkout of the equipment and was not able to confirm the reported complaint. The battery was replaced proactively, and the unit was returned to service.

Event description:
The hospital reported the unit shut down during a case. Ventilation was able to continue in manual mode. There was no report of patient injury.